Event description:
It was reported that the patient presented in clinic for appropriate shock. The right atrial (ra) lead was not appropriately sensing p waves. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
Correction: h6 codes medical device problem code should be "sensing intermittently" not "device sensing problem."